Event description:
This case was reported by a consumer and described the occurrence of brain neoplasm in a female pt (age unspecified) who used poligrip comfiseal strips as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt began using poligrip comfiseal strips. An unk time later, the pt experienced brain neoplasm. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Poligrip comfiseal strips are marketed under the name super poligrip comfort seal strips in (B)(4) and are mfg in (B)(4). The lot number for this product is unknown, and it was unk whether the product will be returned for quality assurance testing. (B)(4).